Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced elevated blood glucose levels ranging from 200-300 mg/dl with small ketones. The contact reported the suspected cause was due to the customer eating without telling anyone, an increased amount of pollen in the air, and the customer experiencing a "growth spurt". The customer would either deliver a bolus via the pump or deliver both a bolus via the pump and a manual injection to stabilize bg levels. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.